Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 5 adc devices,1 known, and 4 unknown serial numbers. This report covers all 5 devices sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on (B)(6) 2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on09jul2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 - device mfg date was incorrectly documented in follow up report #1. The section h4 - device mfg date has been correctly updated.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on 09 jul 2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on09jul2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on 09 jul 2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated from 5/23/2022 to 5/24/2022 based on extended investigation.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: on09jul2022, a customer reported both unknown readings sensor scan and lower sensor scan values while using adc devices. Per the user report: "patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92" on an unknown device after an unknown amount of time. Additionally, the customer reported an "meter issues" and requested order and addressed a service suggestion issue regarding shipment of devices "on ice". No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.